Event description:
It was reported that a pt underwent combined vitrectomy and phaco-emulsification surgery with implantation of an akreos adapt intraocular lens on (B)(6) 2010 in her right eye. Approximately one year postoperatively, lens became opacified. The lens was explanted and replaced with a different iol on (B)(6) 2011.

Manufacturer narrative:
The lens has been requested but has not been received by b&l. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event cannot be determined.